Manufacturer narrative:
Device evaluated by MFR.: the device was returned to boston scientific for analysis. The product return contained an angiojet solent proxi. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The device shaft showed multiple kinks on the catheter. A functional test was performed. The pump was placed into the ultra drive console, but the device gave an over pressure error. The devices pressure was not within normal range. No leaks were noticed during functional testing. No additional damage was noted on the device. Functional testing of the device did not confirm the presence of a catheter leak or break.

Event description:
It was reported that catheter break occurred. An angiojet solent proxi catheter was used in a thrombectomy procedure. During the procedure, the catheter was first introduced in the patient with an unknown 0.014 hydrophilic guidewire, without any problems. The catheter was removed since the physician wanted to change the guidewire to a 0.035 hydrophilic guidewire before starting thrombectomy. However, when the catheter was being introduced inside the patient, a fracture 15 cm from the tip was noted. Saline was flushed through the catheter to confirm the fracture, and a leak was noticed on the fractured section. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter break occurred. An angiojet solent proxi catheter was used in a thrombectomy procedure. During the procedure, the catheter was first introduced in the patient with an unknown 0.014 hydrophilic guidewire, without any problems. The catheter was removed since the physician wanted to change the guidewire to a 0.035 hydrophilic guidewire before starting thrombectomy. However, when the catheter was being introduced inside the patient, a fracture 15 cm from the tip was noted. Saline was flushed through the catheter to confirm the fracture, and a leak was noticed on the fractured section. The procedure was completed with another of the same device. No patient complications were reported.